Event description:
It was reported by the customer when the medical staff punctures the patient, the guidewire is sent into the catheter after the puncture is successful, and the catheter is blocked and deformed when the guidewire is removed. The catheter was replaced. PICC intended to be used with chemotherapy for tumors. No other information was provided.

Manufacturer narrative:
The information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been returned to the manufacturer for evaluation.